Event description:
Healthcare professional right side rupture. The device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified: material rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Calcification: unable to observe as it is a medical event that is not related to the device. Inflammation: unable to observe as it is a medical event that is not related to the device. It is not possible to determine the lot number or catalog through the photos provided. Additional, changed, and/or corrected data: b.5; d.3; g.1; h.6.

Event description:
Healthcare professional right side rupture, calcifications, and inflammatory reaction. Devices have been explanted and replaced.

Event description:
Device has been discarded.